Manufacturer narrative:
Although the complainant indicated that the product would be returned, the product has not yet been returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any add'l relevant info is rec'd, a supplemental medwatch will be filed. (B)(4).

Event description:
A hydrothermablation control unit was used during a hysteroscopy procedure. (The pt was above 18 years old). According to the complainant, during the ablation, there was an excessive fluid alarm and fluid leaked out of the top of the reservoir, on to the floor. The tubing was checked for kinks, the procedure was continued during which time 2 more similar alarms were displayed. The procedure was completed with another of the same device. Follow up info rec'd on (B)(6) 2009, confirmed that saline in the reservoir had reached approx 90 deg. Fluid overflow took place at the top of the reservoir. There were no pt complications.

Event description:
A hydrothermablation control unit was used during a hysteroscopy procedure.(the patient was above (B)(6)). According to the complaint, during the ablation there was an excessive fluid alarm and fluid leaked out of the top of the reservoir, on to the floor. The tubing was checked for kinks, the procedure was continued during which time 2 more similar alarms were displayed. The procedure was completed with another of the same device. Follow up information received on (B)(6), 2009, confirmed that saline in the reservoir had reached approximately 90deg. Fluid overflow took place at the top of the reservoir. There were no patient complications.

Manufacturer narrative:
The console was returned and the complaint was confirmed. During performance testing, there were many issues. The temp module display was blank and the motor was burnt out. The temp module, socket assy, motor and rollers, motor cover, top cover guide and temp cable all need to be replaced. The most probable root cause for the complaint is "wear and tear". (B)(4).